Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device the top case was chipped and cracked. The right plunger was cracked also. The bottom case was damaged. The battery was missing. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device is over 6 years old. Actions taken to mitigate the reported issue: replaced worm gear and coupling and that cleared up the problem. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.